Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's been having bladder infections. They checked their patient programmer the day of the report and batteries were dead so they replaced batteries and patient programmer now working. Patient was given medication for bladder infection. No further complications were reported.